Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and missed a low event on (B)(6) 2017. The sensor was inserted at the arm on (B)(6) 2017. Patient's mother notice that the patient was not feeling well. Patient's mother check patient's blood glucose (bg). Patient's mother treated patient with apple juice. Patient's mother reported values for two (2) inaccuracies: cgm 4.9 mmo/l, bg meter 3.9 mmol/l; cgm 7.7 mmo/l, bg meter 10.2 mmo/l. At the time of contact, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.